Event description:
Six (6) lots of advia 120 / advia 2120 / advia 2120i sheath rinse were leaking in transit upon arrival at the siemens healthcare diagnostics european distribution center (edc). The material is hazardous. Edc personnel used personal protective equipment during clean up. There were no injuries.

Manufacturer narrative:
The edc quarantined the entire inventory of the affected lots of advia 120 / advia 2120 / advia 2120i sheath rinse. The cause of the leakage is unknown.